Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID 4351, serial# unknown, product type: lead; product ID 4351, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that there was patient hospitalization and lead movement. Additional information was requested but not yet received.